Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose around from 20 mg/dl to 600 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer stated they had 278 mg/dl blood glucose reading. Customer had meter and calibration issues. Customer stated the insulin pump passed self-test. Customer insulin pump will not be returning for analysis.